Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient resulted with a 5cm pseudoaneurysm two weeks post procedure after the use of a mynx control venous device. The physician directed the patient to the emergency room. The swelling of the leg was seen 2 weeks post procedure in clinic. The pseudo was treated with an intervention from "vs". There were a total of 3 access sites on the right groin. One of the sites that had an unknown 17f sheath was closed with a non-cordis closure device, the other two were close with mynx control vascular devices. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a patient resulted with a 5cm pseudoaneurysm two weeks post procedure after the use of a mynx control venous device. The physician directed the patient to the emergency room. The swelling of the leg was seen two weeks post procedure in clinic. The pseudo was treated with an intervention from "vs". There were a total of three access sites on the right groin. One of the sites that had an unknown 17f sheath was closed with a non-cordis closure device, the other two were close with mynx control vascular devices. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2508606 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿pseudoaneurysm" could not be evaluated. In addition, since this is a patient related event, it cannot be duplicated in the lab. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.